Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. The patient went to the ER with signs of infection and was transferred to a hospital. As a result, the patient's system was explanted. The patient was prescribed IV antibiotics, oral antibiotics and a wound vac for wound care. Further information revealed the infection has since resolved.